Event description:
It was reported that the caller experienced a cgm error. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump, and after completing the reset, the caller successfully started their sensor session without encountering the error again.